Manufacturer narrative:
The date received by manufacturer listed in follow-up number 2 should have been may 30, 2019 rather than march 30, 2019.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. The issue was resolved.